Manufacturer narrative:
The cassettes have been received and in-house investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 10/16/2009.

Event description:
The surgeon reported that during surgery, he noticed a significant leakage of the infusion line after it was clamped. The patient developed a vitreous leak and an iris hernia. The patient had been scheduled for a vitrectomy because of the subluxed natural lens and a vitreous leak. The surgeon stated the prognosis is good and there will be no patient impact in the long term.